Manufacturer narrative:
Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by the surgeon, that pt's generator site was infected. Cultures were taken, and they grew out to be infection. No pt manipulation or trauma was reported. Surgeon believes the site was infected due to surgery for repositioning of the generator. Repositioning of the generator was not to preclude any serious injury, but it was for pt comfort. Pt is now scheduled for an explant surgery.